Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient wad admitted to the hospital on (B)(6) 2025 for abdominal pain and was treated for peritonitis. The patient was responded well to antibiotics and was discharged on (B)(6) 2025. The pdrn confirmed this information during follow-up. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted and diagnosed with peritonitis. A pd culture was obtained. The patient was started on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The pdrn did not have the white blood cell count available. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient wad admitted to the hospital on (B)(6) 2025 for abdominal pain and was treated for peritonitis. The patient was responded well to antibiotics and was discharged on (b)(60 2025. The pdrn confirmed this information during follow-up. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted and diagnosed with peritonitis. A pd culture was obtained. The patient was started on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The pdrn did not have the white blood cell count available. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.

Manufacturer narrative:
Correction: a1 (patient identifier).

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient wad admitted to the hospital on (B)(6) 2025 for abdominal pain and was treated for peritonitis. The patient was responded well to antibiotics and was discharged on (B)(6) 2025. The pdrn confirmed this information during follow-up. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted and diagnosed with peritonitis. A pd culture was obtained. The patient was started on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The pdrn did not have the white blood cell count available. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient wad admitted to the hospital on (B)(6) 2025 for abdominal pain and was treated for peritonitis. The patient was responded well to antibiotics and was discharged on (B)(6) 2025. The pdrn confirmed this information during follow-up. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted and diagnosed with peritonitis. A pd culture was obtained. The patient was started on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The pdrn did not have the white blood cell count available. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.